Event description:
Initial report rec'd from purchasing on 07/20/2000. One medwatch rec'd from risk mgmt outlining 3 events and two different product codes. The medwatch stated that manifolds were breaking where the IV tubing screwed into the manifold. Pts on multiple pressor drugs required add'l treatment and/or resuscitation. Follow up with risk mgr determined that the event on 7/18 involved the 5 gang manifold. The pt recovered well from the incident involving the manifold. The rptr indicated that there may have been other events. She did not have any add'l info regarding those issues other than they did not involve adverse events.